Manufacturer narrative:
The user facility performs service by themselves and did not request any assistance. The air gas module was reportedly found to be damaged but how has not been communicated. The air gas module was replaced by the user facility but not returned for investigation. No ventilator logs were provided. As no parts were replaced and no ventilator logs were provided, it has not been possible to determine the root cause of the reported event. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, there were problems with the air supply. There was no patient harm. Manufacturer's ref #: (B)(4).